Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the lip ring of the insulin pump was cracked. Blood glucose level of the customer was 175 mg/dl. There was crack on the reservoir part of insulin pump. The customer also reported that the reservoir was unable to lock in to place when inserted in to insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Troubleshooting was performed and insulin pump will return for analysis.